Event description:
Reporter's one touch basic original meter would only prompt "apply sample". Medical affairs specialist spoke with patient to obtain additional information. Patient explained that they were unable to obtain a blood glucose reading for 2 weeks. Patient reported that they were feeling woozy and sweaty at one point in time. Patient takes oral medications. They were unable to provide the name or dosage amount. When the patient was questioned regarding being treated by a medical professional they reported having an appointment sometime in the next month. The patient could hardly understand the questions and was unable to provide any information regarding the reported meter. The patient did mention obtaining a reading of "205 mg/dl" sometime during the time of concern. The customer service representative replaced patient's meter due to an unresolved meter message. The patient confirmed that they received the meter and had been testing sucessfully. Based on insufficient evidence, it is unclear if the meter contributed to an adverse event.